Manufacturer narrative:
5-10 k us clearance number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle broke inside the patient. It was necessary to remove it with forceps. Event is FDA MDR reportable based on the requirement for surgical intervention to remove broken needle with forceps.

Manufacturer narrative:
PMA/510(k) #: k142688 device evaluation complaint device was not returned therefore a document based review will be performed. Image was provided which showed the distal part of the needle. Two kinks can be observed, one around the notch area of the needle and another a number of mm away from this kink. Then a break can be observed a number of cm away from the second kink. Document review including IFU review prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1522062 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1522062. The notes section of the instructions for use, ifu0077-5, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-5) root cause review a definitive root cause could not be determined from the available information. As no additional information was shared a possible root cause is difficult to determine but could be attributed to a hard lesion/excessive pressure which could have caused the needle to break and kink at the distal end of the needle. Summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle part was removed from the patient with a forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 08-jun-2022.

Manufacturer narrative:
5-10 k us clearance number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle broke inside the patient. It was necessary to remove it with forceps. Event is FDA MDR reportable based on the requirement for surgical intervention to remove broken needle with forceps.

Event description:
The needle broke inside the patient. It was necessary to remove it with forceps. Event is FDA MDR reportable based on the requirement for surgical intervention to remove broken needle with forceps.

Manufacturer narrative:
5-10 k us clearance number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. This follow up report is being submitted due to the completion of the investigation into this event and an update to the conclusion of this investigation. Complaint device was not returned therefore a document based review will be performed. Image was provided which showed the distal part of the needle. Two kinks can be observed, one around the notch area of the needle and another a number of mm away from this kink. Then a break can be observed a number of cm away from the second kink. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1522062 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1522062. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. The failure of needle kinked/bent and needle broken was concluded from the available information. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to hard lesion/excessive pressure which could have caused the needle to kink distally at the notch area. This in turn could have caused a further kink resulting finally in the needle breaking. Complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle part was removed from the patient with a forceps. Complaints of this nature will continue to be monitored for potential emerging trends.